Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: the report of suspected device thrombosis could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate ii left ventricular assist device (lvad), serial number (B)(4), and the report of hemolysis could not conclusively be determined through this evaluation. The patient remained ongoing on (B)(4) until undergoing a routine transplant on (B)(6) 2020. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU is currently available. This IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced hemolysis and was admitted on (B)(6) 2016. The patient's plasma free hemoglobin level was not measured, lactate dehydrogenase value was 2114 u/l, and their hematocrit value was 37%. Hyperbilirubinemia was observed. The cause of hemolysis was determined to be related to the device. There was a possibility of thrombus in the pump. The patient was discharged on (B)(6) 2016.